Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 28 (loss of clutch connectivity) and fault code 29 (loss of brake connectivity) error messages was confirmed during functional testing and in the archive data review. The root cause of reported errors was the failed power distribution board (pdb), likely attributed to an aging device. The autopulse platform was manufactured in september 2016 and is more than 6 years old, and has exceeded its expected service life of 5 years. During the visual inspection of the platform, the load plate cover had a hole, which affects the watertight seal. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The load plate cover needs to be replaced to address the issue. A review of the archive showed (ua) 28 and fault code 29 (loss of brake connectivity) error messages, thus confirming the customer's reported complaint. During functional testing, the autopulse platform did not engage the break when powered on and displayed (ua) 28 and the fault code 29 error messages, thus confirming the customer's reported complaint. Investigation revealed a failed pdb. The pdb needs to be replaced to remedy the faults. During further functional testing, unrelated to the reported complaint, a brake gap inspection was performed, and discovered that the brake gap was too wide, and out of specification. The brake gap needs to be cleaned and adjusted to remedy the fault. In addition, during the testing, unrelated to the reported complaint, a very irregular movement of the encoder shaft was observed due to encoder bearing damage, likely attributed to the age of the device. The encoder needs to be replaced to address the issue. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 28 (loss of clutch connectivity) and fault code 29 (loss of brake connectivity) error messages, and the platform will not perform chest compressions. No patient involvement.